Event description:
The complainant reported that when the automated impella controller was turned on it had a battery failure. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name updated. H6 type of investigation code added.